Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for expedium offset x20 ctd was conducted identifying that lot number gb43377 was released in a single batch on september 19, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: upon visual inspection, the distal tip of the device was observed to be stripped. The observed condition was consistent as an end of life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. The complaint was confirmed during investigation. It is determined that the reusable instrument device is worn from repeated use and servicing. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure the tip of the two (2) screwdrivers was rounding off while removal of the bolt. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: iexp ti fixed blt 7 x 40mm (part# 175422740, lot# unknown, quantity unknown). This report is for one (1) expedium spine system counter torque driver 5.5 x20. This is report 2 of 2 for (B)(4).